Manufacturer narrative:
(B)(4). Additional information: visual inspection of the device verified the slide clamp was not assembled according to bill of material (bom). According to the bom, the tab of the slide clamp should face the roller clamp; however the slide clamp on the returned sample was assembled in the opposite direction. The cause of this issue was related to a manufacturing process issue. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
It was reported that a clearlink system solution set could not be loaded into a colleague pump. The nurse could only load the set into the pump by inverting the set. The this event occurred during set-up of the device and there was no patient involvement. No additional information is available.